Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the patient experienced loss of consciousness during the cannulation of the coronary sinus. Cardiopulmonary resuscitation was performed. The patient with this device had a sinus rhythm cardiac rhythm throughout the transient loss of consciousness that lasted less than thirty seconds. It was thought this was due to a fentanyl allergy as the patient was vomiting during the procedure. The implant procedure was completed by implanting another pacing lead in the right ventricle to achieve dual site pacing. No left ventricular lead could be placed due to torturous patient anatomy. No further symptoms were reported. The procedure was completed without further incident and the patient was discharged to home.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.